Manufacturer narrative:
Device 2 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2023, it was reported that the patient faced a 7 infusion set bent cannula within three hours of insertion at abdomen. Infusion set has been used for less than 12 hours. The blood glucose level was 609 mg/dl. Therefore, patient was admitted in hospital and ER for 3 hours. The patient was treated with correction via IV bolus, fluids of saline and insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.